Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her hip replaced approximately 18 years ago. The patient did well until a recent fall at the gym. She fell down on her hip and dislocated her right hip while working out. A closed reduction was done with success but continued to dislocate over the last few months. The doctor decided to revise her hip where he replaced the liner in the zimmer acetabular cup and explanted the srom hip ball. The sleeve and the stem were left in situ. A new ceramic femoral hip ball was implanted along with a new zimmer liner for the cup. No notes, x-rays, or operative reports to share. The original implant date unknown. No surgical delay. Doi: 18 years ago; dor: (B)(6) 2021 (right hip).